Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. Erroneous results were reported outside of the laboratory. The initial troponin t hs stat result was 355 pg/ml. This result was reported outside of the laboratory. The patient was admitted to the coronary care unit. It is not known if the patient was admitted based on this result or if other factors were involved. The sample was repeated and the result was 15 pg/ml. The sample was repeated again and the result was 15 pg/ml. Once the result was confirmed to be 15 pg/ml, the patient was moved to the surgical ward. On (B)(6) 2016 a new sample was obtained and the troponin t hs stat result was 12 pg/ml. The sample was repeated and the result was 13 pg/ml. On (B)(6) 2016 a new sample was obtained and the troponin t hs stat result was 14 pg/ml. The sample was repeated and the result was 14 pg/ml. It is not known if the patient received any treatment due to the results. No adverse event was reported. It was noted that the customer had not calibrated between (B)(6) 2016 and (B)(6) 2016. The customer has since calibrated. The troponin t hs stat reagent lot number was 138684 with an expiration date of 07/2017. The field service engineer visited the customer site where instrument issues were identified. The sample/reagent probe voltage was adjusted. The liquid level detection function of the instrument needed readjusting. After the service action, no further issues were reported. A specific root cause for the event was not identified. Additional information was requested for investigation but was not provided.